Event description:
User experienced discrepant albumin results for approximately six patients beginning in 2008. Five patient examples were provided which occurred at approximately weeks later and the next day. Patient 1, initial result 4.8 g/dl, repeat 3.9 g/dl. Patient 2, initial result 3.9 g/dl, repeat 5.46 g/dl. Patient 3, initial result 4.3 g/dl, repeat 5.5 g/dl. Patient 4, tested in the next day, initial result 4.6 g/dl, repeated twice gave 4.0 and 4.5 g/dl. Patient 5, tested in the same day, initial result 4.7 g/dl, repeat 3.8 g/dl. Clinicians questioned the results, they were then repeated. The customer added a wash step to the instrument which improved performance of the assay.